Event description:
It is reported this event occurred in the angiography department on a (B)(6) male. A clotted avf radio-cephalic graft with large thrombosed aneurysm (used for puncture site). From a proximal approach, 7fr sheath, and past pta 8/40 proximally to aneurysm we used a tretola ptd otw device to diminish thrombus load. This involved multiple passes through the aneurysm including manual external compression to the approximate thrombus and the ptd. The angle of the vein exiting proximally to the aneurysm determined our choice to use an otw as opposed to no otw device. After a number of runs, on removing the ptd it was noted that the distal rubber housing of the tip of the device had disconnected and was free in the thrombosed aneurysm (which now had partial flow). On removing the rubber piece with a snare (trefoil), it snapped into two pieces. One was successfully removed and the other migrated into the right pulmonary artery. It was decided not to attempt removal .

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.